Event description:
Per the clinic, the patient experienced poor healing and an internal magnet dislodgement, leading to an infection at the implant site. The patient was treated with oral antibiotic (date and duration not reported) and underwent multiple skin revision surgeries of skin advancement flap (date not reported) and implant magnet removal with cleaning and treatment of the infection site in (B)(6) 2025 (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2026, in order to replace and reposition the implant magnet.